Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer stated that the blood glucose reading was 498 mg/dl and was taken to the hospital for assistance. Customer stated that her insulin pump had loose battery cap and it was turning off and having blank display. Customer also stated that she was not using the long acting insulin and did not wake up in the middle of the night to treat for the high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.